Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a review of the features of this pacemaker. Ts reviewed the features with the hcp and suggested reprogramming options. It was also noted this pacemaker recorded a pacemaker mediated tachycardia (pmt) episode and exhibited oversensing. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.